Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Method: since the device remains implanted, the programmer files were reviewed. Conclusions: programmer contributed to the reported event. (B)(4).

Event description:
During a normal follow-up, programmer abruptly shut down during a threshold measurement.